Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent was already detached from the unit. The introducer was noted to be in good condition (i.e., no kinks, no bends, nor elongations). The stent component was inspected under the microscope and no abnormalities were found on it (i.e. No broken struts, no kinks). Both of the stent ends were noted to be completely expanded. The delivery wire was noted to be kinked and some residues of dried saline solution were noted on it. The distance between the delivery wire tip and the reference marker was measured, and it was confirmed to be within specifications. The reported issue documented in the complaint regarding a stent being prematurely detached was confirmed since the stent was noted as already separated from the delivery system. The dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. However, with the limited information available, a conclusive cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. The damages found in the delivery wire are suspected to have appeared during the post-operational handling of the device since they were not originally reported in the complaint and these are not considered related to the reported issue. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8302880. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-dec-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint device, a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 8302880) was detached from the delivery wire when it was delivered to the y-connector. The physician retracted the stent and switched to a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) using the original microcatheter. There was no report of any negative patient impact. On 07-nov-2023, additional information was received. The information indicated that the intended procedure was an endovascular embolization of an anterior cerebral artery aneurysm. The microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x). The stent / stent delivery system did not appear damaged. The information confirmed that the replacement stent was a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). The reported issue did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8302880. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.